Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction in the x-ray tube due to the frontal - tube voltage which was out of range. Review of the system logs showed that the measured voltage was much higher and the x-ray tube current was out of range. The fse confirmed that the high-voltage transformer was faulty. The fse replaced the hivo (high-voltage) transformer to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
Combined it was reported to philips that the device gave a tube error, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and in reviewing the logs, determined the measured voltage was much higher and the x-ray tube current was out of range. A philips field service engineer (fse) visited the site and confirmed the high-voltage transformer was faulty. After replacing the high-voltage transformer, the device was returned to expected functionality.